Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the pre-chamber was determined. Permeability test: a permeability test has shown that the pre-chamber is permeable. Internal inspection: after dismantling of the pre-chamber, deposits were found. Results: based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a mininav set with paediatric prechamber (#fv679t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the paediatric prechamber had a blockage. The patient underwent a revision procedure. The prechamber was exchanged and the valve is still implanted and functioning. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 9 months. Height: 63 cm. Weight: 6,3 kg. Gender: male.